Event description:
It was reported that during engineering evaluation, it was observed that the motor device displayed an e5 error. The alleged malfunction occurred during engineering evaluation; this event is not related to surgery. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to excessive force during use. If additional information should become available, a supplemental medwatch report will be sent accordingly.